Event description:
The daughter of a male pt contacted lifecore customer support to report that the battery pack that was in the charger overnight was still displaying the "orange charging" icon when removed from the charger. She stated that when this battery pack was placed in the monitor, the monitor stated that there were zero bars for this battery pack. Support tried to find a pt services rep (psr) to visit the pt and troubleshoot the problem. The daughter called back ten mins later and stated that the battery charger is now displaying the "red flashing" bad battery icon. Support sent a psr to exchange both battery packs and the battery charger.

Manufacturer narrative:
Device MFR date: battery pack. Battery pack - 01/2008. Battery charger - 03/2008. Device eval summary: device evaluations of battery pack, battery pack, and battery charger have been completed. The reported problem was confirmed. The cause of the defective battery charger was a defective q1 chip. This bad chip caused the battery pack to not enter charging mode. The root cause of the defective q1 cannot be positively identified but was likely random component failure. The faulty charger was repaired. It was then retested and restocked. Both battery packs were fully functional. They were retested and restocked. No adverse event resulted from the damaged battery charger. The pt rec'd a replacement battery charger and battery packs.